Event description:
The facility reported an incident of a free flow involving an infusion pump. The pump was infusing a primary infusion of heparin at a rate of 14ml/hr and a secondary infusion of antibiotic at unk rate. The antibiotic was "connected to the infusion set and then through the pump". A new 500ml bag of heparin was hung at 2310 and at 0315 it was noted that only 50ml remained in the bag. The pump reportedly was set at the rate of 14l/hr and displayed that 65ml had infused. The haparin drip was immediately stopped and the physician was notified. A partial thromboplastin time (ptt) was drawn immediately and the level was reported to be grated then 249.0. The pt was also noted to have a hematoma in the right groin and anterior thigh with ecchymosis extending from the knee to the right inguinal area. The heparin drip was held and the blood work was repeated. At 1521, the ptt level was 49.2. The pt "re-infarcted" and was transferred for further cardiac care at another facility. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, medical history, diagnosis and status, name and rate of antibiotic, medical intervention, set up and programming of the infusion device. This event was also submitted via 30 day medwatch #6000001-2005-00675.